Event description:
Customer was using the balloon within an internal mammary artery lesion, it did not hold pressure at 5 atmospheres. Another balloon was utilized, however, unable to cross the lesion. The pt's condition is reported as well.